Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual, functional and accuracy tests were performed. The customer's stated problem was not confirmed. There were no overheating issues observed. Updated software. There was no known cause of the reported issue, and no further action was taken.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump is overheating and will be due for preventative service soon. Per reporter the unit did not pass a flow test and could be under infusing. There was no patient involvement.